Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pick up a tip in position 10 and then picked up samples and dispensed them in row a and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.